Event description:
It was reported that during a rectosigmoidectomy, the device stapled but did not completely cut the tissue. Another device was used to complete the case. There were no consequences to the patient.